Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller reportedly received a reading of 193 mg/dl, which was higher than normal. Caller reported based on the high result she took 30 units of toujeo (higher than normal dose, normally only takes 25 units). Caller stated she began sweating, feeling dizzy and lightheaded within 15 minutes and tested with a reading of 61 mg/dl; husband obtained crackers and a coke and caller consumed them on her own; she was unable to retrieve the treatment on her own. Caller reported her symptoms continued to worsen and emts were called; the emts came but did not provide any treatment or test her blood glucose. Requested return of the alleged device for evaluation and replacement was provided. .